Event description:
Dealer advised the cable has a short, tried a different cable and the joy stick worked.

Manufacturer narrative:
(B)(4). One unused sample was available for evaluation. A visual inspection was performed and no defects were observed. No particulate matter was discovered inside the all in one bag. The reported condition was not confirmed. No other tests were performed. The assignable root cause for the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.